Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device expulsion ('migration / expulsion of essure device left coil') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine infection and vaginal itching. Previously administered products included for an unreported indication: yaz from (B)(6)2013 to (B)(6)2017. Concurrent conditions included uterine bleeding since (B)(6)2013. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin) since (B)(6)2013 and paracetamol (tylenol) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 6 days after insertion of essure. In (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal infection ("vaginal. Infect"), fatigue ("fatigue"), nausea ("nausea") and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication") and experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) / on (B)(6)2014 laparoscopy, removal of surgical implant, right salpingectomy.). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device expulsion, pregnancy with contraceptive device, depression, fatigue, nausea, anxiety and vaginal haemorrhage outcome was unknown, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection and vaginal infection had resolved, the pelvic pain was resolving and the dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6)2013, (B)(6)2013 discrepancy noted removal date-(B)(6)2014, (B)(6)2017 patient had a right properly placed essure device; however, the left device that the patient reported was difficult to place, was missing and fluoroscopy confirmed leakage at the left tube. Patient notified that the left tube is not occluded and the left spring is missing. It does not appear to be into the abdomen and patient notify this likely passed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2013: constipation. Hysterosalpingogram - on (B)(6)2013: right tubal occlusion confirmed with satisfactory position of the right tubal occlusion coil. No left tubal occlusion coil visualized. The left fallopian tube is patent.. X-ray - on (B)(6)2016: impression: no essure coil seen.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: the outcome of the event "dyspareunia" was amended, new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy birth - no complication'), genital haemorrhage ('general abnormal. Bleeding') and pelvic pain ('physical pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal infection ("vaginal. Infect") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device expulsion ('migration / expulsion of essure device left coil') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine infection and vaginal itching. Previously administered products included for an unreported indication: yaz from (B)(6) 2013 to (B)(6) 2017. Concurrent conditions included uterine bleeding since (B)(6) 2013. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin) since (B)(6) 2013 and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 6 days after insertion of essure. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal infection ("vaginal. Infect"), fatigue ("fatigue"), nausea ("nausea") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication"), experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and urinary tract infection ("uti") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy (full) / on (B)(6) 2014 laparoscopy, removal of surgical implant, right salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pregnancy with contraceptive device, depression, fatigue, nausea, anxiety and vaginal haemorrhage outcome was unknown, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection and vaginal infection had resolved, the pelvic pain was resolving and the dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013, (B)(6) 2013 discrepancy noted removal date-(B)(6) 2014, (B)(6) 2017 patient had a right properly placed essure device; however, the left device that the patient reported was difficult to place, was missing and fluoroscopy confirmed leakage at the left tube. Patient notified that the left tube is not occluded and the left spring is missing. It does not appear to be into the abdomen and patient notify this likely passed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: constipation. Hysterosalpingogram - on (B)(6) 2013: right tubal occlusion confirmed with satisfactory position of the right tubal occlusion coil. No left tubal occlusion coil visualized. The left fallopian tube is patent.. X-ray - on (B)(6) 2016: impression: no essure coil seen.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - gained weight and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage, fracture') and device expulsion ('migration / expulsion of essure device left coil') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine infection and vaginal itching. Previously administered products included for an unreported indication: yaz from (B)(6) 2013 to (B)(6)2017. Concurrent conditions included uterine bleeding since (B)(6) 2013. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin) since (B)(6) 2013 and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 6 days after insertion of essure. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal infection ("vaginal. Infect"), fatigue ("fatigue"), nausea ("nausea") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication"), experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy (full) / on (B)(6) 2014 laparoscopy, removal of surgical implant, right salpingectomy.). Essure was removed on(B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, depression, fatigue, nausea, anxiety, vaginal haemorrhage, bacterial vaginosis and post procedural complication outcome was unknown, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection and vaginal infection had resolved and the dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013, (B)(6) 2013 discrepancy noted removal date-(B)(6) 2014, (B)(6) 2017 patient had a right properly placed essure device; however, the left device that the patient reported was difficult to place, was missing and fluoroscopy confirmed leakage at the left tube. Patient notified that the left tube is not occluded and the left spring is missing. It does not appear to be into the abdomen and patient notify this likely passed through the vagina. Treatment given for pain,bleeding, fracture, expulsion, candidal vaginosis, urinary tract infection and bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: constipation. Hysterosalpingogram - on (B)(6) 2013: right tubal occlusion confirmed with satisfactory position of the right tubal occlusion coil. No left tubal occlusion coil visualized. The left fallopian tube is patent.. X-ray - on (B)(6) 2016: impression: no essure coil seen.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: the events ¿bacterial vaginosis¿, ¿candidal vaginosis¿ and ¿post procedural complication¿ were added. Reporter information was added. The event ¿pelvic pain¿ was recovered. On(B)(6) 2020: fu 10 and fu 11 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device expulsion ('migration / expulsion of essure device left coil') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine infection and vaginal itching. Previously administered products included for an unreported indication: yaz from (B)(6) 2013 to (B)(6)2017. Concurrent conditions included uterine bleeding since (B)(6) 2013. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin) since (B)(6) 2013 and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 6 days after insertion of essure. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal infection ("vaginal. Infect"), fatigue ("fatigue"), nausea ("nausea") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication"), experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and urinary tract infection ("uti") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy (full) / on (B)(6) 2014 laparoscopy, removal of surgical implant, right salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pregnancy with contraceptive device, depression, fatigue, nausea, anxiety and vaginal haemorrhage outcome was unknown, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection and vaginal infection had resolved, the pelvic pain was resolving and the dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2013; (B)(6) 2013. Discrepancy noted removal date: (B)(6) 2014; (B)(6) 2017. Patient had a right properly placed essure device; however, the left device that the patient reported was difficult to place, was missing and fluoroscopy confirmed leakage at the left tube. Patient notified that the left tube is not occluded and the left spring is missing. It does not appear to be into the abdomen and patient notify this likely passed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2013: constipation. Hysterosalpingogram: on (B)(6) 2013: right tubal occlusion confirmed with satisfactory position of the right tubal occlusion coil. No left tubal occlusion coil visualized. The left fallopian tube is patent. X-ray: on (B)(6) 2016: impression: no essure coil seen.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('migration / expulsion of essure device left coil'), pregnancy with contraceptive device ('pregnancy birth - no complication'), genital haemorrhage ('general abnormal. Bleeding') and pelvic pain ('physical pain / chronic') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine infection and vaginal itching. Previously administered products included for an unreported indication: yaz from (B)(6) 2013 to (B)(6) 2017. Concurrent conditions included uterine bleeding since (B)(6) 2013. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 6 days after insertion of essure. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal infection ("vaginal. Infect"), fatigue ("fatigue"), nausea ("nausea") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) / on (B)(6) 2014 laparoscopy, removal of surgical implant, right salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pregnancy with contraceptive device, depression, fatigue, nausea, anxiety and vaginal haemorrhage outcome was unknown, the genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection and vaginal infection had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013, (B)(6) 2013 discrepancy noted removal date-(B)(6) 2014, (B)(6) 2017 patient had a right properly placed essure device; however, the left device that the patient reported was difficult to place, was missing and fluoroscopy confirmed leakage at the left tube. Patient notified that the left tube is not occluded and the left spring is missing. It does not appear to be into the abdomen and patient notify this likely passed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: constipation. Hysterosalpingogram - on (B)(6) 2013: right tubal occlusion confirmed with satisfactory position of the right tubal occlusion coil. No left tubal occlusion coil visualized. The left fallopian tube is patent.. X-ray - on (B)(6) 2016: impression: no essure coil seen.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events( mental anguish, fatigue, nausea and vaginal bleeding) updated, new reporters, patient ethnicity, event psychological trauma updated to depression and event device migration updated to essure expulsion, historical drug and lab test updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy birth - no complication'), genital haemorrhage ('general abnormal. Bleeding') and pelvic pain ('physical pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal infection ("vaginal. Infect") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: which confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events breakage, migration, pregnancy birth no complication, general abnormal. Bleeding, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, uti, vaginal. Infect and device ineffective added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.